Manufacturer narrative:
The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Event description:
It was reported that the patient experienced chest pain. The device was explanted and replaced.